Event description:
Tech was at consumer's for a previous issue when consumer told tech that his chair allegedly tipped backwards while going up a steep ramp.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded misuse/abuse of the device.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Tech was at consumer's for a previous issue when consumer told tech that his chair allegedly tipped backwards while going up a steep ramp.